Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. (B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The suture break was confirmed. The investigation determined the difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide device, with a 6fr sheath, after a coronary interventional procedure. Reportedly, a suture break occurred when advancing the knot. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. A femoral angiogram was not taken prior to the procedure. There was no reported clinically significant delay in the entire procedure. No additional information was provided.